Event description:
The customer passed away on (B)(6) 2013. The customer's wife reported that the customer had copd and pulmonary hypertension that had lead to the customer passing out multiple times in the past year due to lack of oxygen. The customer's wife also reported that the customer had hardening of the arteries, and that "pretty much any major issue pertaining to the heart and lungs the 'customer' had." The reported cause of death was congestive heart failure. The customer was on lipitor, lasix, cymbalta, brovana, and many others, however, the customer's wife could not remember their names. The customer was not hospitalized at the time of his death. The customer's wife also stated that the customer's death was in no way caused by the omnipod product, and that the customer's diabetes was actually kept very well in check thanks to the omnipod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported death. No lot qualification records were reviewed, as the product lot number was not provided.